Event description:
It was reported that the customer received a button error alarm on the insulin pump. The patient's blood glucose level was 107 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin esc button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with severely scratched display window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.